Event description:
It was reported during an atrial fibrillation ablation procedure that the irrigation port of a cool path ablation catheter broke and leaked. During the procedure the t14 rf generator stopped and displayed a "pal" error and the irrigation pump displayed an occlusion alarm. The generator was reset and the ablation catheter was removed from the pt. A manual high flush was done from the irrigation pump to check if the catheter tip was occluded but it was noticed the irrigation port was broke. It was still attached to the catheter but was leaking saline form the handle. The catheter was exchanged and the procedure was completed. There were no pt adverse consequences.

Manufacturer narrative:
The device has been returned to sjm. Investigation of this device is not complete. When analysis results are available a follow-up report will be submitted.